Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia indicated by elevated readings on a freestyle libre 3 sensor while using an inset 6 mm, 23 in infusion set, with no reported leaks, no pump alarms, and insulin delivery not interrupted; the user did not confirm with a capillary fingerstick, and the agent advised an infusion set change. Symptoms included high blood glucose. Outcomes included a decline in glucose from approximately 398 mg/dl to under 300 mg/dl following troubleshooting, with no medical intervention, hospitalization, or injury reported. Investigation included user interview and troubleshooting education. Investigation of this case revealed no device alarms, no confirmed infusion set failure, and no confirmed interruption of insulin delivery; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.